Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a meniscal repair procedure, the suturing device anchor did not deploy. The correct surgical technique was used, and an alternate device was successfully used to complete the procedure without delay. No complications, injuries, or surgical interventions were required due to this malfunction. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Corrections to b5 and h6: additional information received indicated a deployment issue, with no additional details provided. As a deployment issue could indicate premature deployment or the anchor not deploying, the specific reported failure is unknown and cannot be determined. The reported event is not confirmed. Visual examination of the returned product identified the device has been cycled two (2) times and there are no sutures or anchors returned with the device. Product information cannot be confirmed as there is no etch and packaging was not returned with the device. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Upon reassessment of the reported event, it was determined to be not reportable as the specific product failure could not be identified. The initial report was forwarded in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a meniscal repair procedure, the suturing device anchor experienced an unknown deployment issue. The correct surgical technique was used, and an alternate device was successfully used to complete the procedure without delay. No complications, injuries, or surgical interventions were required due to this malfunction. Attempts have been made, and no further information has been provided.